Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 508 mg/dl. The customer experienced symptoms such as difficulty breathing at the time of the event. The customer did not state how they treated the high blood glucose. Troubleshooting was provided. The customer reported that the infusion set had a bent cannula. Auto mode was in use. The insulin pump will not return for analysis.